Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had invalid trend data. It was also reported that the right atrial (ra) lead exhibited intermittent under-sensing and intermittent far field r-wave (ffrw) over-sensing. The crt-p and lead remain in use. No patient complications have been reported as a result of this event.